Event description:
It was reported that an incident occurred with the flexible cryoprobe that was being used for debulking. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided). Information was provided regarding the unit's settings, or any accessories used. Per the report, upon activation for approximately five (5) seconds, "a loud pop was observed/heard" and the unit then began to hiss afterwards. The unit will need to be sent in for repair and the probe was disposed." There was no report of any injury to the staff or patient.

Manufacturer narrative:
The involved cryoprobe was not available for an evaluation as it was disposed of at the time of the incident. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. However, based upon similar reported events, it appears that the accessory's failure was due to a manufacturing defect.. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being notified of the findings erbe is now closing the file on this event.